Event description:
The report from the affiliate indicated that during a coronary stenting procedure while the physician was attempting to insert two (2) cypher select plus stent delivery systems into the 7fr. Guiding catheter, the struts of one (1) of the stents were noted to be deformed. The sds was withdrawn. The other stent was successfully implanted.

Manufacturer narrative:
Additional information obtained indicated that the product was inspected prior to use and appeared to be normal. There were no kinks on the device noted prior to use. The distal stent struts were noted to be uplifted. The procedure was completed successfully. There was no reported patient injury. The product was returned for evaluation and testing; however, the engineering evaluation is not complete.